Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 5. Reference MFR. Reports#: 1627487-2014-05559, 1627487-2014-05561, 1627487-2014-05562, 1627487-2014-05563. On (B)(6) 2014, the patient underwent a permanent implant procedure to receive two scs systems. The scs system for the patient's cervical area was implanted successfully. Several issues occurred upon attempting to implant the scs system for the lumbar area. Stimulation in an unintended area occurred after a 3286 lead and two, 3166 leads were placed. This was due to the leads not remaining stationary. In turn, the doctor removed the leads and attempted to place another 3286 lead to no avail. The 3286 lead was dropped after several attempts to implant. Next, the doctor placed both 3166 leads that were removed prior successfully and good coverage was present. The doctor attempted to place a 3186 lead but was also unsuccessful. As a result, the doctor chose to remove both 3166 leads and the 3186 lead. The procedure was abandoned after 6 hours.